Event description:
It was reported that there was separation between the main body and the twist clamp of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the twist clamp and main body was observed. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the transfer set was in use for approximately ten (10) days. H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted the main body separated from the twist clamp. The separation was caused by broken occluder legs. The reported condition was verified. The cause of the broken occluder legs could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.